Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. This complaint is approximately 412 days old and despite attempts by mitek customer quality and affiliate business quality to get additional information, none has been made available. Based off the information available to mitek customer quality, there is no patient risk or consequences. This complaint file is being closed, should any new information be received in the future, this file will be reopened at that time and updated to reflect the information received. A review of lot/batch history for each legacy fms product complaint is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. Further, a review of the depuy synthes mitek complaints system revealed no other complaints for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the customer that the loaner pump is providing a very poor suction comparing to the duo + with the same configuration. There was no harm to the patient.